Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-sep-2025, the user reported being unable to select ¿yes¿ on the fill tubing screen. The issue required a replacement ilet device, and the agent verified shipping, return, and startup procedures with the user. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.